Manufacturer narrative:
B3: estimated date. D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the manufacturing records and complaint history cannot be performed, due to the lot number not being provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using a prostyle device after a percutaneous transluminal angioplasty (pta) interventional procedure using an 8f sheath. Reportedly, the prostyle device was difficult to advance. When pulling back the prostyle, the wire loop [knot] was outside of the system although no manipulations had been performed. Tearing/splitting for the artery occurred when advancing the suture loop into the artery. The puncture hole had become bigger resulting in bleeding and a hematoma. The sheath was upsized to a 11fr and 18fr sheath to stop the bleeding/treat the hematoma. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.